Manufacturer narrative:
The manufacturing and sterilization records were reviewed and no issues related to the nature of the complaint were found. The device was not available for return.

Event description:
It was reported to nevro that the patient developed an infection at the ipg site. Nevro attempted to obtain additional information regarding the nature of the infection but was unsuccessful. The patient was given antibiotics and the device was removed. There have been no reports of further complications regarding this event.

Event description:
Follow-up indicated that the issue started at the lead incision site. The patient has recovered without sequelae.

Manufacturer narrative:
Device information was updated in this report.